Manufacturer narrative:
The stent remains implanted and thus is unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. It is unknown if the patient was maintained on an antiplatelet medication regimen. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what factors may have contributed to this event of very late thrombosis.

Event description:
The complaint received states that approximately two years post implantation of cypher stent, this patient suffered very late in-stent thrombosis. This male patient had two cypher stents implanted: the first cypher was implanted at the left anterior descending artery and the second cypher was implanted at the mid-right coronary artery. Two years after index procedure, the patient suffered late thrombosis at the left anterior descending artery.